Event description:
It was reported that the compressor did not function properly and caused connected ventilator to generate alarms that indicate a leakage situation. There was no patient harm. Manufacturer ref.#:(B)(4).

Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
It was reported that the compressor did not function properly and caused the connected ventilator to generate alarms that indicate leakage and low air supply pressure. The field service engineer couldn't find any problem with the compressor when tested on-site and later in the workshop. No low pressure alarm appeared. The compressor was reconnected to the ventilator, returned to customer and cleared for clinical use after passed tests according to factory specifications. No part was replaced and no further issues have been reported. The evaluation of received device and trend logs from the connected ventilator confirms leakage and alarms for e.g. Low air supply and high o2 concentration pressure on march 16, 2022, two days before the reported date of event. The date of event will be updated accordingly. The last (successful) ventilator pre-use check before the event was performed nine days earlier. It is recommended to always pass a pre-use check immediately before use on a patient. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation as a worst case scenario. No part was replaced and no malfunction was found with the reported compressor. It worked as expected during the investigation by the service engineer. A connectivity/delivery issue in the supply lines may be the cause, but this has not been established.